Event description:
It has been reported to philips that the system did not turn on. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips remote service engineer (rse) connected remotely with the customer and confirmed that the system was experiencing startup issues, making x-ray impossible. The system logfiles were checked. A philips field service engineer (fse) went onsite and found and there was no network connection to the flexvision pc. As a part of troubleshooting, the fse reinstalled the flexvision pc and reloaded the software and applications. Also, the geo pc hard drive was reconnected, and the software was reloaded. After performed the functional check, the system was returned to use in good working order. The codes were updated based on the investigation outcome.